Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The osseotite® tapered implant 5 x 13mm (nt513) was returned for investigation. Visual inspection of the as returned product identified significant damage at the implant collar and internal drive feature. The bottom threads are largely unworn. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16; delivery protocol. The complaint reported that the implant hex connection deformed when placing the implant. Doctor had to drill the bone to remove it. New implant placed during the same surgery and autogenous graft performed. Based on evaluation of the returned product, the reported complaint was confirmed. A definitive root cause for this complaint could (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant hex connection deformed when placing the implant. The dentist had to remove the implant and a new implant was placed during the same surgery and autogenous graft performed.